Manufacturer narrative:
(B)(4). Concomitant medical products: 00875705201, shell with cluster holes porous 52 mm, 63127517; 00811400100, femoral stem 12/14 neck taper, 62877278; 00875101032, liner neutral 32 mm, 63098262; 00801803202, femoral head, 62728690. Report source, foreign events occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent left hip arthroplasty. Subsequently, the patient underwent revision surgery due to pain. It was noted that the screw placement from the initial procedure was causing the pain. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.